Event description:
Three incidents noted by MRI staff of redness/warmth to pt's extremities during small parts MRI: pt complaint of increased warmth to extremities and study stopped. No serious injury. Service notified and responded.

Event description:
Three incidents noted by MRI staff of redness/warmth to pt's extremities during small parts MRI: pt complaint of increased warmth to extremities and study stopped. No serious injury. Service notified and responded.

Event description:
Three incidents noted by MRI staff of redness/warmth to pt's extremities during small parts MRI: pt complaint of increased warmth to extremities and study stopped. No serious injury. Service notified and responded.